Event description:
It was reported that impedances >4,000 ohms were measured on all bipolar pairs. Impedances >4,000 ohms were measured on some unipolar pairs (c/1, c/2, c/3). C/0 showed 948 ohms. The physician re-opened the patient and checked the lead/battery connection. Impedances were within normal limits when retested at 1.7 v and 210pw. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).